Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 400 mg/dl..